Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis of the pump revealed deformed pump tube. Both 1 rev and 3 rev dispense testing passed for infusion accuracy but the 1 rev had a repeatable odd trace. The pump tube was found to have an odd form. The medial portion nearing the outlet appeared flattened when compared to the rest of the tube and the portion nearest to the outlet appeared slightly expanded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump did not help the patient. The patient disliked and wanted it explanted. The patient recovered without sequela. The pump was used to deliver dilaudid and bupivacaine. No patient symptoms reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.